Manufacturer narrative:
One used sample was returned for evaluation. Visual examination using the unaided eye and microscopy found no abnormalities or defects. The arm of the needle was pulled upon and found to lock into position with an audio click as described in the instructions for use. Device was found to function as designed, no problem found. Most likely the customer did not pull on the arm enough for it to engage (lock) into position.

Event description:
User facility reported that when they withdrew the listed device from the patient, the safety mechanism would not activate; therefore, the needle remained exposed. No adverse effects to patient or user reported.

Manufacturer narrative:
Device evaluation: customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.